Event description:
It was reported that during a procedure, the device was not producing steam and the device was tested outside the patient with no resolution. A second kit was used and the machine was switched off and on. The error 465 was displayed. A new generator was used, but the patient required additional sedation to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the generator, this device was thoroughly analyzed. Incoming functional testing did not identify any error codes appeared. Analysis was also unable to replicate the reported error code 465 (reading from pressure sensor translates to pressure greater than 800mmhg at power up). The generator passed the power on self-test (post). The syringe and delivery device were connected to the generator without any issues. The generator also primed and flushed per specifications. The generator passed full functional and electrical safety testing. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during a procedure, the device was not producing steam and the device was tested outside the patient with no resolution. A second kit was used and the machine was switched off and on. The error 465 was displayed. A new generator was used, but the patient required additional sedation to complete the procedure. There were no patient complications reported.